Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the patient. It was reported the event had been resolved and the patient's weight was unknown. It was indicated the information provided had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 1mg/ml of morphine at 0.48 mg/day via an implantable pump. It was reported the patient had a pump pocket revision due to the fact the patient was having discomfort at the pump pocket. The patient was experiencing pocket pain. It was indicated the issue began (B)(6) 2019. The pump was moved laterally.